Event description:
On april 2, 2008, a clinical incident involving a procise xp plasma wand was reported to arthrocare corporation. During a tonsillectomy procedure, the patient sustained a mucosal injury on the back side of the patient's back palate resulting in swelling of uvula. It was reported the physician had noted an unusual amount of smoking coming from wand during procedure. The patient was treated with a 2 milligrams decadron every 6 hours and tylenol and liquid codeine, adn steroids through IV. The patient was observed in the ICU unit for 24 hours prior to release. Patient was discharged 2008 and prescribed myloxin, tylenol, augmentin, and prednisone.

Manufacturer narrative:
The device was received for investigation. The investigation for the device is currently in progress. A follow up report will be provided following completion of the investigation.